Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, that had been implanted val ve-in-valve into another transcatheter bioprosthetic valve with a post implant balloon aortic valvuloplasty, the patient developed muscle weakness in the right lower limb, drooping of the right corner of the mouth, and dysarthria. Magnetic resonance imaging (MRI) showed ¿shower¿ embolism. Medical treatment and rehabilitation were initiated. No further adverse patient effects were reported.